Manufacturer narrative:
The reported event of premature discharge of battery was not confirmed. The pacer was received in backup operation with battery voltage above elective replacement indicator (eri). Cautery marks were observed on pacer. The device was cut open for further analysis. Electrical and mechanical analysis was performed, including accelerated readings, which indicated normal device functionality. Battery analysis showed no anomaly and battery voltage above eri. False eri and battery voltage measurements in device image were consistent with erroneous data transfer. A longevity assessment was performed and the device was in the normal range of operation with appropriate remaining longevity.

Event description:
During an in clinic follow-up, the device was found to have reached elective replacement indicator (eri) and premature depletion was suspected. The device was explanted and replaced to resolve the event. The patient was stable.